Manufacturer narrative:
A ge representative evaluated the system, and could not reproduce the reported problem. System operates as intended. (B) (4)

Event description:
The customer reported missing images. No pt injury was reported.